Manufacturer narrative:
Product analysis : visual review confirms rod breakage. Some fracture surface damage and smearing noted. Visual and optical ex amination did not identify a pre-existing surface defect immediately adjacent to the area of fracture surface examination identified that could contribute to crack propagation of fracture. Deformation at multiple locations along the length of rods due to apparent rod contouring to match lordotic curve. Microscopic examination of undamaged areas of the fracture surface identified ratchet marks near the area of crack propagation, with gently convex progressive striations or beach marks emanating through the cross section of the rods until subsequent mechanical failure. Dimensional inspection confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants. The above observations are consistent with failure due to cyclic fatigue. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for sale in us but a similar device with catalog # 1604200500, 510k# k113174 and UDI# (B)(4) is approved for sale in us.

Event description:
It was reported that the patient did not achieve solid fusion. In the revision surgery, the broken rods were replaced with new ones, and two more rods were added using mrc. Posterior spinal fusion was added.

Manufacturer narrative:
(Revision surgery) neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with degenerative lumbar scoliosis underwent an unspecified spinal procedure in which rods were implanted. Post-op, the patient complained of low back pain after rod breakage at both sides of the vertebrae. Reportedly the patient underwent replacement of rod from t8/il. No fragments of the rods remained inside the patient. It was unknown whether the patient had achieved bone union or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.